Event description:
Additional information was received. The patient with this device passed away due to end-stage heart failure. This device was not replaced due to the patient's worsening condition. The physician did not feel this device contributed to the patient's death. It is unknown whether this device will be returned for analysis.

Manufacturer narrative:
This device has not been returned for analysis, therefore, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had reached elective replacement indicators (eri) and displayed charge times of 25.6 seconds and 2.5 v. One month earlier, it was thought this device had two months remaining longevity. An internal technical service consultant was contacted regarding the reason for this device reaching eri earlier than expected. Information was provided that this device is not included in an advisory and likely declared eri due to extended charge time behavior. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.